Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that recently they had instances where they went to the bathroom and there was poop when they didn't feel it come out. They had increased from 0.9 to 1.0 on program 1 about a month prior to report. It was suggested the patient try increasing stimulation again to see if that resolved symptoms, if it didn't the patient may want to consider changing programs. The patient increased to 1.1 on the call. They were redirected to their healthcare provider if symptoms continued. Additional information was received. The patient called back reporting the same issues. Caller stated they went on a day trip the day prior and every time they moved a little poop would come out and it was sticky. Caller was requesting to change programs. They went from program 1 at 1.3 v to program 3 at 0.7 v. They reported feeling stimulation comfortably in the correct area. It was reviewed that it took the body time to respond to changes and they should follow-up with their healthcare provider as needed. Additional information was received from the patient. They reported they were in pain. It was reviewed that if the device was off, it would not help with symptoms. Patient stated the device didn't seem to be helping anyway. They wanted help with turning stimulation off to see if the pain went away. The patient reported warmth around the ins that started the day of the report. They stated they hadn't had any accidents in the last week. They reported back pain stim around neck area across stomach and leg and warmth around the ins. Additional information was received from the patient. They spoke with their doctor and they were walked through turning stim off. The patient wanted to turn stimulation on and try a different program. They stated they had a doctor appointment scheduled for (B)(6) 2019. The patient was able to use the patient programmer and verify stimulation was on. The patient was on program 3 at 1.1, the patient tried to increase, but it was too strong. The patient then changed to program 4 at 0.7 v which was strong and comfortable sitting, standing and walking. The patient was aware to decrease stimulation if it became uncomfortable. The patient reported they had a sudden change in therapy/symptoms, stating they had 5 accidents the day of the report and 6 the day prior. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they saw the hcp and was told to call in to get help making an adjustment. They mentioned that got help making adjustments when they last called but it didn't help control symptoms. Patient continued to report no symptoms control and was still having bowel incontinence and going to the bathroom all the time in the pants and not knowing it. Patient was able to use patient programmer and verify stim was currently on. Patient was currently on program 4 @ 0.8 however does not feel stim. Patient stayed on program 4 and increased to 1.2 which was comfortable sitting standing and walking. Patient was aware to decrease stim if stim becomes uncomfortable. No further complications were reported or anticipated.